Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration: location of device: endometrial cavity / entire device protrudes from the right ostia into the endometrial cavity') and genital haemorrhage ('general abnormal bleeding / abnormal uterine bleeding') in a 43-year-old female patient who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she never had her hysterosalpingogram after the essure procedure in 2014". The patient's medical history included vaginitis chlamydial on (B)(6) 2016, sigmoid diverticulitis (hospitalized for intravenous antibiotic treatment and bowel rest) from (B)(6), diverticulosis (chronic) in 2006, seborrheic dermatitis, acne, shoulder pain, uti, irritable bowel syndrome, breast mass, candidiasis, bacterial vaginosis, constipation, nausea, vomiting, vulvovaginitis, gas, chest pain, skin rash, hives, low back pain, hemorrhoids (hemorrhoidectomy on (B)(6) 2016) and penicillin allergy. Concurrent conditions included uterine leiomyoma since 2009 and obesity. Concomitant products included ciprofloxacin hydrochloride monohydrate (cipro), naproxen and trospium. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), mental disorder ("psych injury"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with cefalexin monohydrate (keflex), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), metronidazole (vandazole), metronidazole benzoate (flagyl), paracetamol (tylenol), levonorgestrel (mirena) and surgery (curettage on (B)(6) 2018 and endometrial ablation attempt on (B)(6) 2018 (not completed) and diagnostic hysteroscopy, removal of essure coils, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, mental disorder, depression, anxiety, fatigue, weight increased and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she never had her hysterosalpingogram after the essure procedure in 2014, this is the reason that the abnormal placement was not detected, the coils probably migrated in the 3 months after the insertion before they would be scarred into place. Procedure on (B)(6) 2018: diagnostic laparoscopy with bilateral salpingectomy and removal of malpositioned essure device (left); diagnostic hysteroscopy with removal of malpositioned essure device (right). Patient was discharged on postoperative day 0 in stable condition, ambulating, voiding, and tolerating a regular diet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysteroscopy - on (B)(6) 2018: right essure device displaced in the endometrial cavity, entire device protrudes from the right ostia into the endometrial cavity, thus endometrial ablation was not performed. Investigation - on (B)(6) 2018: postoperative visit: status post removal of essure coils and bilateral salpingectomy, doing well, no problems. Pathology test - on (B)(6) 2018: bilateral unremarkable fallopian tubes. Lumens are present. Lot number: b61398, manufacture date: 2013-08, expiration date: 2016-08, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration : location of device : endometrial cavity') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seborrheic dermatitis, acne, shoulder pain, uti, irritable bowel syndrome, breast mass, uterine leiomyoma, candidiasis, bacterial vaginosis, constipation, nausea, vomiting, vulvovaginitis, gas, chest pain, skin rash, hives, low back pain and hemorrhoids. Concomitant products included cefalexin monohydrate (keflex), ciprofloxacin hydrochloride monohydrate (cipro), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), metronidazole (vandazole), metronidazole benzoate (flagyl), naproxen, paracetamol (tylenol) and trospium. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain: pelvic/ abdominal"), abdominal pain ("pain: pelvic/ abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain / loss -specify which one: weight gain."). In (B)(6) 2015, the patient experienced vaginal infection ("bladder/urinary problems: uti, vaginal. Infection, vaginal discharge"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mental disorder ("psych injury"), urinary tract infection ("bladder/urinary problems: uti, vaginal. Infection, vaginal discharge") and vaginal discharge ("bladder/urinary problems: uti, vaginal. Infection, vaginal discharge"). The patient was treated with surgery (hyst. (Full},tubal ligation, dilation and curettage, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, mental disorder, depression, anxiety, fatigue, weight increased and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and mr received : lot no. Was added. New events, "psychological or psychiatric problems condition: depression and mental anguish, abnormal bleeding (vaginal), fatigue, weight gain / loss -specify which one: weight gain, dyspareunia (painful sexual intercourse)" were added. Outcome of events, "abnormal bleeding (vaginal)" were changed to "recovered/resolved". New reporter contact information was added. Patient's demographics were added. Medical history was added. Concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic/ abdominal"), abdominal pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), mental disorder ("psych injury"), urinary tract infection ("bladder/urinary problems: uti, vaginal. Infection, vaginal discharge"), vaginal infection ("bladder/urinary problems: uti, vaginal. Infection, vaginal discharge") and vaginal discharge ("bladder/urinary problems: uti, vaginal. Infection, vaginal discharge"). The patient was treated with surgery (hyst. (Full},tubal ligation (interpreted as full hysterectomy, tubal ligation)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and mental disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events added: "pelvic/abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: uti, vaginal. Infection, vaginal discharge, device migration". Outcome of events, "pelvic/abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: uti, vaginal. Infection, vaginal discharge," were changed to "recovered/resolved". Reporter contact information was added. Patient's demographics were added. Product indication updated. Essure insertion was updated and removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.